Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument stopped working, it was taken out and noticed that the wire was sticking out by the jaws. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following damages: there were scratches on the surface of the instrument's distal pulley. The distal end of the instrument's main tube exhibited various scratch marks with light material removed and had a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken pitch cable and additional observation of main tube scratches with missing material could likely cause or contribute to an adverse event, if the malfunctions were to recur.